Event description:
Boston scientific received information that the patient with this right ventricular lead complained of pain. The patient was seen for follow up where loss of myocardial capture was also noted. The patient underwent a lead revision procedure. It was discovered that the lead had perforated the patient's myocardium and then had pulled back into the right ventricular chamber again. The lead was repositioned to a septal position. There were no additional adverse patient effects. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.